Event description:
It was reported that two different right ventricular defibrillation leads were unable to be repositioned during the implant procedure due to the helix not being able to be extend. The initial lead also had a rise in threshold due to tensile load applied during implantation of the atrial lead. A different right ventricular defibrillation lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleevehead), there was blood in/on the helix/lobe mechanism, and there was a tip seal observation. The analyst additionally noted that the helix extends and retracts within product specification. (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleevehead), there was blood in/on the helix mechanism, and there was a tip seal observation. The analyst noted that there was blood on the helix and that the helix was disengaged from the helical channel.